Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2 (unmark health professional and user facility) h4 and h6-medical device problem code (corrected from 2988-worn to 2907- detachment of device or component). Correction to g3 of the initial medwatch. The aware date should be 16jul2024. Additional information added to field: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. The following is included in the instructions for use (IFU): instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited missing ke45 (single component, paste-like, thixotropic adhesive) from the forceps cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope had small chips missing on the left side of pink ultrasound transducer. There were no reports of patient or user harm associated with this event.